Event description:
It has been reported to philips that images were not displaying even though the transfer was successful. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation for this complaint.